Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device stopped working was confirmed. It was found that the motor sticks and was rusty and also that the cable resistance was out of tolerance. The blade was also found to not lock into the shaver. The defective motor and motor cable were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and could have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided, we cannot discern a definitive root cause of the defective drill mounting mechanism. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/28/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure a hand pc tornado shaver stopped working. No surgical delay or patient consequences reported. Additional information provided by the affiliate reported the case was completed with a competitor product which was readily available.